Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market surveillance dept has requested medical records and investigation are pending. A supplemental medwatch report will be submitted when medical records are received. The device was not returned to the MFR for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A nurse reported that a hospice pt was started on a peritoneal dialysis in order to relieve his signs and symptoms of congestive heart failure and chronic obstructive pulmonary disease. On (B)(6) 2014, the pt expired. This nurse reported that the pt was not dialyzing, at or four hours prior to the event. There was no reportable device malfunction.